Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while removing the tome from its packaging, the cut wire was found to be twisted around the catheter and it could not be straightened. The autotome rx sphincterotome was not used. There was no patient involvement. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.